Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, united states.

Event description:
Reference number (B)(4). Event occurred in puerto rico. The patient mom reported that the patient experienced that infusion set cannula was crimped at arm on (B)(6) 2025. The infusion set was in use for one day. No further information was available.